Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged. It was observed that thresholds had increased post-implant. Additional information received indicated that output was increased and the patient will continue to be monitored. This ra lead remains in service. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged. It was observed that thresholds had increased post-implant. Additional information received indicated that output was increased and the patient will continue to be monitored. This ra lead remains in service. No adverse patient effects were reported.